Event description:
Received letter from customer alleges issues with foot plates. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female (B)(6). The consumer is on coumadin, therefore, she bruises fairly easily. The consumer is a paraplegic t12. The consumer stated that every time she transfers from her power chair to her shower commode chair, she bruises her leg. She alleges that the footrests are in the way and she bumps her toes with them. The consumer confirmed that she did not receive medical attention. The consumer stated that she did alter the footrests on her chair. She had the distance between footrest and the chair shortened. She understands that this has voided her warranty and that she is using the shower commode chair at her own risk as it has not been tested with the alteration. She stated that this allows her to keep her toes within the footrests and they do not get in the way during the transfer. The consumer stated that she altered the product to better support her needs.